Manufacturer narrative:
B5. Describe event or problem has been updated due to a typing error. Medical device problem code has been updated due to the previous being incorrect. H.10: the unit has been removed from service and requested back to the manufacturer site for repair. Based on previous investigation findings, the most likely root cause of the problem is a defective clamp motor. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received information of electronic clamp display 2 error messages e106 and 109. No patient involvement reported.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. Through follow-up communication livanova learnt that: the erc was used in combination of s5 with scp panel. The disposable used is a competitor ones. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received information of 2 electronic clamp display error messages e106 and 109. No patient involvement reported.

Manufacturer narrative:
H.10: wrong device code was provided in the previous report. Dedicated section d.2 has been updated with the correct product code (dtq). The serial number of the affected clamp showing two error codes was provided and the dedicated d.4 section has been updated. The h.4 section was updated accordingly with the manufacturing date of device.

Event description:
See initial report.

Manufacturer narrative:
H.10: the error code e106 indicates: defective erc motor (the motor is jammed because of misalignment or foreign bodies). The error code e109 indicates a missing impulse transmission from hall sensors at the stator of the erc, due to: defective photoelectric barrier - defective hall sensors - defective motor the unit was returned to the manufacturer site for repair. The motor and the spindle were replaced. As per equipment maintenance intervention prevention both circuit boards were replaced as well as the power cable. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Taking into account repair activity and the fact that both errors diplayed have a defective erc motor as potential root cause, a defective erc motor was identified as the cause of the event.

Event description:
See initial report.